Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wired footswitch worked intermittently. Review of the log files showed xgc: error tube current out of range and tilt potmeter related issues. Actual cause of the issue was with the xsc certeray. The defective parts were returned for analysis, no issue was confirmed with the xsc certeray but the failure was confirmed for tilt potmeter assy. However, the replacement of the xsc certeray by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device lost the live image. The device was in clinical use at the time of the event. No harm was reported. Philips has started an investigation of this complaint.